Manufacturer narrative:
The patient could become hypoxia when the mask is not properly secured to the bag. IFU recommends not using vapetherm with the non-rebreathers. Even though the use of heated vapetherm and flow rate was above the recommendations on the IFU, the bag was not working properly which could cause hypoxia. In addition, the mask is being used out of scope. Not supposed to be used with heated humidifiers only cool, and higher than recommended flow rates.

Event description:
Bag became separated from the mask.

Manufacturer narrative:
The patient could become hypoxia when the mask is not properly secured to the bag. IFU recommends not using vapetherm with the non-rebreathers. Even though the use of heated vapetherm and flow rate was above the recommendations on the IFU, the bag was not working properly which could cause hypoxia. In addition, the mask is being used out of scope. Not supposed to be used with heated humidifiers only cool, and higher than recommended flow rates complaint not confirmed due to lack of photo or return. Reviewed complaint history for 24 months preceding the event reporting and no trending issue was found. Reviewed DHR and found no concerns for defects. Per the email, root cause was the patient pulling the mask down and disconnecting the bag, due to confusion. Performed risk analysis and severity rating found to be 7/10.

Event description:
Bag became separated from the mask.